Event description:
Caller states patient tested 5.8 inr on the coaguchek xs system while a comparison lab returned as 10.0 inr. Patient's coumadin doses were held based on the lab value and he was prescribed one dose of vitamin k. No adverse event reported. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.